Manufacturer narrative:
Device was returned to manufacturer for evaluation. The instrument was visually and functionally checked. The analysis of the product found no visual discrepancies, manufacturing defects or damage. The driver was checked for proper function with mating screw and was found to function as intended. The part meets manufacturing specifications. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during the surgery, the cervical screw at c3 and c5 could not be tightened. No patient complications were reported.